Manufacturer narrative:
Correction: h6 previously reported as device not returned, now updated to analysis of production records.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2023-37230, 2017865-2023-37233. It was reported that the patient presented to the hospital with a pocket infection, identified by a red bump over the implant site. The device and both leads were removed. The patient was recovering post-explant.